Event description:
It was reported that 14 months after implant, the patient fainted and was admitted to the hospital. Investigation found 2 fractures on the lead, and it was determined the lead needed to be replaced. At present, the patient remains hospitalized, and is not considered stable enough to permit replacement. It was noted that "replacement of lead depends on stability of patient." It was later reported the device stopped working suddenly, patient was connected to an external pacemaker, lead dislodgement occurred, the patient went into a coma for 3 weeks, and eventually died. The device and lead were buried with the patient. The cause of death has been researched, and not received.

Manufacturer narrative:
This event occurred outside the us. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected implant date of lead.